Event description:
It was reported that during an open low anterior resection, the blade was broken off when a nurse wiped the blade outside the patient. Before the blade was broken off, the device was not activated properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. In addition, the white tissue pad was noted to be partially melted. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Pad damage occurs, when it is clamped against the blade without tissue and activated. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The tissue pad melted issue is not related to the reported broken blade